Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (ba clofen) 2000mcg for a total dose of 1215mcg via an implantable pump for intractable spasticity and other spasticity. It was reported a motor stall occurred. It was unknown what may have caused, contributed, or led to the issue. Diagnostics/troubleshooting included pump interrogation. Actions/interventions included pump replacement. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that surgical intervention occurred. It was stated that the pump had a motor stall that started last night (B)(6) 2017) at midnight. The pump was replaced on (B)(6) 2017 and will be returned for analysis. The cause of the motor stall was unknown. The patient's weight was unknown. The event date was (B)(6) 2017. No further complications were reported/anticipated.